Event description:
It was reported that a surgeon found a scratch mark on a non-preloaded monofocal intraocular lens (iol) during a procedure on (B)(6) 2025. The issue was identified after the lens was implanted, and there is uncertainty regarding whether the scratch was caused by the injector or if the lens itself was faulty. The lens was fully inserted. The customer indicated that the lens was inserted and removed during the same procedure and replaced with another monofocal iol, and the patient was fully recovered post-operation. Daily activities were not affected. Pre-operative vision was 6/24. There were no incidences of incision enlargement, no sutures, and no vitrectomy reported. There was no delay in the procedure. Upon follow-up, it was stated that medication was prescribed as part of the standard therapeutic regimen. No further information is available.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section e1: title, email address, address, city, state, post office or zip code: unknown/not provided. Section e1: phone number: (B)(6). Section e2 and e3: unknown, information not provided. Section h3: other 81: product evaluation was not performed because the product has not been received. If product is received after initial closure, the product investigation (pi) maybe re-opened to complete the return investigation. The complaint issue reported could not be confirmed. Based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.